Event description:
Per independent repair center statement the unit will not start. The key failure was the capacitor for the compressor short circuited. Additional malfunctions include the gear clamp for the manifold was loose.